Event description:
It was reported after the coil was implanted, a loop of the coil was observed protruding into the parent artery. No pt injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation, as it was implanted in the patient.